Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump's screen on button does not turn the screen on. The screen does come on when the pump was plugged into a power source and the customer was able to access the pump features. The customer's blood glucose level was 174 mg/dl. The customer was to use insulin injections to manage diabetes.